Event description:
It was reported that the camera head has an intermittent black screen. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of intermittent live video output was confirmed. Product failed functional testing when the cable was bent or slightly twisted. Cause of video malfunction is a defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.